Event description:
During surgery using cement, the patient's blood pressure suddenly dropped and patient went into cardiac arrest right after placing the stem and the cement was hardened. One hour after, the patient recovered and the bipolar head and cup were placed.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.